Manufacturer narrative:
Updated field: b4, d9, e1-(event site email), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10, h11 corrected field: b4(version or model) additional contact information: event site postal code- 10400 event site state- zz it was reported that the cs300 intra-aortic balloon pump (iabp) unit does not charge the battery. A getinge field service engineer (fse) stated checked and found that the machine cannot charge the battery. In order to resolve issue replaced power supply. Returned to customer and cleared for clinical use. There were no injuries or deaths.

Event description:
N/a

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit does not charge battery. There was no patient harm reported. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.